Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient actually experienced bilateral capsular contractures; baker grade ii/iii. Mentor also became aware that the patient was scheduled for implant explantation on (B)(6) 2020. On (B)(6) 2020, mentor became aware that the left breast had capsular contracture baker grade ii, the right breast had capsular contracture baker grade iii, and that there was no rupture or leak. Capsular contracture on the right breast will be reported under mrn: 1645337-2020-07925 reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: possible capsular contracture and/or material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, suffered left breast hardening post-operatively. It was also stated that the patient's physician was not sure if there is a leak or rupture. As a result, the patient was scheduled for implant explantation in (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).